Event description:
It was reported that the blocker came off from the screw. The revision surgery is planned on (B)(6) 2016.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: due to the lack of information and no device present the event could not be confirmed and a root cause could not be determined.

Event description:
It was reported that the blocker came off from the screw. The revision surgery is planned on (B)(6) 2016. Additional information (jan 5,2016) : the revision surgery is planned on (B)(6) 2016. The blocker on right side iliac screw and a offset connector that is connected with the iliac screw will be exchanged.